Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer, nurse, reported via phone call and wanted to check insulin pump of patient who was in the hospital with high blood glucose of 800 mg/dl. Troubleshooting assisted nurse with retrieving customer's settings, basal rates and bolus history. Customer was advised to monitor pump and follow up with doctor. No further information was given.